Manufacturer narrative:
(B)(4). The event occurred sometime between (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from its connection with an IV cannula. The reporter stated that this occurred even after over tightening the connection. Patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.